Event description:
Reference number (B)(4). Event occurred in brazil it was reported that patient faced leakage in the catheter due to which insulin was leaking event on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: brazil